Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2015 (B)(6) ; product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 315 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. During a pump replacement on (B)(6) 2015 when they opened the pocket there was an infection. They were removing the system and were asking about intrathecal to oral conversion. They would wait 6-8 weeks before re-implant. No medication symptoms were reported and the infection was not confirmed. There was no allegation against the device sterility. On (B)(6) 2015, additional information was received from the rep indicated the physician found the infection when he opened the pocket for the pump. He then proceeded to explant and not implant the replacement pump. Additional information has been requested, but was not available as of the date of this report. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).